Event description:
It was reported that the patient underwent a revision surgery of his artificial urinary sphincter (aus) due to urethral atrophy and the device was not working. All the components were explanted except the pressure regulating balloon. A new aus was implanted. There were no patient adverse effects in relation to this event.. No more information is available at the moment, additional information will be provided if it becomes available.